Event description:
So I got my permobil m5 wheelchair serial number (B)(4), (B)(6) 2018. And it¿s been defective pretty much ever since I got it. There¿s been a clicking/ grinding noise coming from the right and left side. There¿s been uneven tire wear on all the tires including the drive tires. There¿s been a lot of errors I've gotten, the chair will display a speed even though I'm at a dead stop, there¿s been abnormal noises coming from the tilt/ seat lift actuator motor. I've been to airway oxygen several times they're getting sick of it, permobil just keeps throwing parts at this chair with no resolution to it. For a (B)(6) chair retail this chair shouldn't be having this many problems. I can explain more on a phone call. I also have way more pictures but can only upload 8 mb. FDA safety report ID # (B)(4).